Event description:
Hcp reported pump flipped and pocket fill occurred with refill. 100cc fluid/seroma removed from pump pocket. No report of device explantation. A f/u report will be sent when add'l info is rec'd.